Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was identified during device testing to have the high voltage lead pins of the right ventricular lead reversed. Initial 21 joules and subsequent 31 joules testing failed. Induction did occur with a 50 hz burst. The physician then reversed the triad configuration and was able to induce with shock on t, and convert with 31 joules. After ten minutes, the physician repeated this activity, but this time the device did not convert with 31 joules. The physician then elected not to attempt the delivery of any more shocks at that time. The local area sales representative also noted to the boston scientific crm technical services consultant that the shock electrocardiogram (egm) was not flat, but definitely smaller than normal. The representative also noted that he had stated the connections to the physician as he was connecting the leads, but did not actually observe which lead went into which port. The technical services consultant suspected given the difficulty converting, and the difficulty inducing with coil to can, that hv lead reversal in the device header may be a possibility. It was unknown at the time, if the patient also had high defibrillation threshold testing (dfts) measurements. The patient was to be brought back in for determination of leads reversal and/or dfts. There were no reported adverse patient effects.

Manufacturer narrative:
The local area sales representative confirmed that a surgical intervention was done at which time it was confirmed that the shock leads had been inadvertently reversed. These were disconnected and re-inserted in the correct ports. Dft testing was repeated with good results. To date, information suggests that these medical devices remain actively in service without further issue. If new information becomes available, this report will be further evaluated and updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. If new information were to become available, this report will be further evaluated and updated.